Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of elevated cobalt and chromium levels, pain, dragging leg, and clicking noises in hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-04089 & 2016-03293). : not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent left revision procedure approximately six years post-implantation due to patient allegations of elevated cobalt and chromium levels, pain, dragging leg, and clicking noises in hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative reports received indicated that loosening of the acetabular cup and metallosis were noted during the revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.